Event description:
The customer reported the system was not booting properly and an error message was displayed. This resulted in a total loss of imaging functionality. This could result in the delay of a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power cord and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.